Manufacturer narrative:
Our field service engineer confirmed the reported issue on-site, replaced the standby valve and performed functional tests before the compressor unit was returned to service. The standby valve was discarded and therefore not returned for investigation. The conclusion in this matter is that the replaced standby valve was defective, but the true cause of the failure has not been determined.

Event description:
It was reported that the compressor was going into standby every few minutes. There was no patient involvement. (B)(4).